Event description:
Initial info received: vascular dilation was conducted with a starling mr 2.0 x 20mm and a pta balloon 3.0 x 20mm manufactured by sjm, and then with this product to treat the lesion in the left subclavian artery. As a result, the lesion was expanded successfully, although resistance was experienced during the retraction of the product (when the balloon was put back in the sheath as reported). For this reason, we examined the product after retraction to find the proximal joint of its scoring element disengaged. The procedure was finished at that point. No health damage to the pt was caused. Add'l info received: the angiosculpt was inflated six times in the lesion as follows: first and second: 18 atmospheres / 120 seconds (exceeded rated burst pressure); third: 12 atmospheres / 60 seconds; fourth to sixth: 18 atmospheres / 120 seconds (exceeded rated burst pressure).

Manufacturer narrative:
Results: visual examination of the returned catheter found peeling of the distal bond material and distal bond disruption. Also, it was observed that two (2) inner leaflets at the distal bond were detached and were not present. A segment of the proximal end of the scoring element ring was fractured and detached from the intermediate bond. However, the distal end of this segment was intact to the catheter. The scoring element was fractured at two (2) ring locations. Location of the detached inner leaflets at the distal bond is unk. The detached leaflets were discovered during device eval and was not reported by the customer. Retained device components is a potential adverse effect of percutaneous transluminal angioplasty procedures and is listed in the angiosculpt device IFU. However, in this event, the procedure was concluded with no pt adverse outcome. Hospital has declined to release the cath lab procedure log/report and procedural angiogram.